Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the extension set was connected to the patient's j-loop (hospira) and the primary line in pre-op per anesthesiologist request. After surgery, the infusion of lactated ringers was stopped to remove the extension set but the set cracked/broke resulting in removal of the j-loop at the angiocatheter. This has occurred before but the customer does not have details of the events. There was no patient harm.